Event description:
It was reported that the patient was just recently implanted and experienced nausea and vomiting from the anesthesia. It was also reported that the patient had severe surgical pain. The patient was admitted in the hospital. The patient was reportedly doing well.